Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks and recorded untreated episodes due to oversensing of non-cardiac signals. In addition, there is one episode where the frequency accelerates due to the initial inappropriate shock delivered by the device. Later, there is undersensing observed that resulted in the termination of the episode. The patient was admitted to the hospital as a result of the event. A chest x-ray was requested. Technical services (ts) discussed there are low r-wave amplitudes and confirmed the noise oversensing led to the inappropriate shocks and accelerated the rhythm into ventricular fibrillation (vf). An invasive approach was recommended as a potential solution to improve the shock vector and sensing for the device system, as the observations could be results of suboptimal device placement. In-clinic troubleshooting was performed, and it was mentioned that after several repositionings, only the primary vector was acceptable. Ts discussed that there are still low amplitudes observed in this vector. It was also recommended to consider whether an s-ICD system is the only option for this patient or if it would be best to look for other clinical means to treat the patient. The s-ICD system remains in service. No additional adverse patient effects were reported.